Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific lynx were implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and boston scientific polyform synthetic mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence, cystocele, and vault prolapse concurrently with a cystoscopy. It is reported that the patient underwent cystocele repair on (B)(6) 2008 concurrently with bilateral sacrospinous ligament fixation and cystoscopy due to recurrent high cystocele with vault prolapse and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.